Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was broken during the insertion. The customer¿s blood glucose level was 9.0 mmol/l. The troubleshooting was not mentioned. The product will be returned for analysis.